Event description:
Download data from a (B)(6) male pt revealed a service code 102 (charge profile fault). Zoll customer support contact the pt and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102. The service code was caused by a loose resistor (r30) on the monitor c/a board. The root cause for the loose resistor could not be positively identified, but it is likely that the resistor came loose when the monitor impacted a hard surface. No adverse event resulted from the damaged r30 resistor. The pt received a replacement monitor.